Manufacturer narrative:
Date received by manufacturer: 11oct2019. Date of report: 15oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this customer complaint was caused by an out of specification airflow sensor u1. Replacement of u1 on the airflow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The caller reported that the oxygen accuracy test (pvt test 7) was not passing at he 60% setting. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019.

Event description:
The caller reported that the oxygen accuracy test (pvt test 7) was not passing at he 60% setting. There was no patient involvement.